Manufacturer narrative:
Correction: the previously reported g5 PMA/510(k) # of "blank" was incorrect. The correct response is p880086.

Manufacturer narrative:
Interrogation of the device revealed that device was at eol when received. A longevity calculation was performed and found the battery depletion while implanted in the patient to be normal based on device usage. Post device explant, high current and accelerated battery depletion was observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented to the hospital elective replacement indicator was observed on the device. Upon device interrogation and review of the device settings, the device showed premature battery depletion. Device was explanted and a new device was implanted. Patient was stable with no adverse events.